Event description:
It was reported that the pt was no longer receiving stimulation and was unable to charge her ipg due to an elbow injury. The pt had gained a significant amount of weight resulting in the ipg being deeper. A revision surgery was done on (B)(6) 2012 to relocate the ipg and make it more superficial. Intra-operative testing showed the ipg was communicative but impedances could not be checked due to the lack of charge. Post-operative the ipg charged with a replacement charger.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.